Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a panniculectomy on (B)(6) 2018 and a barbed suture was used. During the procedure, the doctor went to close the dead space and noted that the suture didn't catch like it normally does. The doctor ran his finger along the suture and noted that there were no barbs cut into it. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.